Event description:
Additional information received indicated that the ins worked to relieve the patient's pain until he went visiting outstate at which time it suddenly stopped functioning. The date of the event was reported as (B)(6), 2012. Multiple attempts were made to interrogate the ins but no communication was able to be established. It was noted that the patient stated that he recharged 3 times a week and never had any problems with it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 37712 (B)(4) showed that the device battery was overdischarged and permanently damaged. According to the trace report obtained from the ins, the total recharge count is 14; one of these was performed in the analysis lab. The implant duration is 26.3 months. The records showed the ins overdischarged prior to (B)(6) 2012, (while implanted). The last recorded recharge session done while the device was implanted was (B)(6) 2012. The device was recharged for 2 hours and 5 minutes. The battery charged from 3.60v to 3.92v. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2012. The ins was recharged for analysis. The ins recharged for 1 hour and 1 minute with 8 bars of coupling. Voltage start 3.33v, end 3.885v. The rapid charge rate was due to permanent damage of battery due to overdischarge.

Event description:
It was initially reported that the patient's implantable neurostimulator (ins) "malfunctioned" shortly after implantation. The patient met with the company representative where it was found that the ins was overdischarged. A "trickle" charge was performed at which time the ins was able to be turned back on. It was reported that the patient was receiving effective therapy. Additional information received on march 27, 2012 indicated that the patient's ins could not hold a charge and was not "staying on." The physician indicated that the ins malfunctioned and was explanted. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model 39286-65 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial #(B)(4); recharger model 37752 serial #(B)(4). (B)(4).